Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dose audit report covers the required time period. A tripped trend review was completed for the reported complaint and freestyle libre sensors and no trips were observed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is based on the customer's report of "beginning of (B)(6) 2017." All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer experienced an allergic reaction while wearing the adc freestyle libre sensor and reported he removed it after 7 days. Customer further reported experiencing "irritation, bruising, and pain" at the sensor site. Customer had contact with a healthcare professional who prescribed an unspecified cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.